Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on additional review, user was advised to relink their sensor. After successful relinking of the sensor, the system showed better agreement in bg/sg values. It was recommended that the user continue using the system and reach out if there are additional concerns.

Event description:
On 12 aug 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.